Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs0546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "guidewire kinks". It was stated, "guidewire issue appears in operations done on tired patients¿ with exhausted vasculatures. If the guidewire kinks or needle moves to a wrong position, pulling the guidewire alone is not possible. At the same time, pulling the needle along with the guidewire causes loss of access point and due to limitation of access points, this is not a practical solution to the doctors."